Event description:
The facility reports after a pt transfer, the staff member noticed the hanger bar coming away from the jib. The jib broke free as the staff member was removing the lift from the room. No pt was in the lift at the time. No injuries reported.